Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the isi device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument conductor wire was disconnected. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to surgery and post-anesthesia and no ports were placed. No patient impact/injury was observed due to the issue. The procedure was completed robotically with the same da vinci system. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. Full cable breakage was observed. No loss of cautery was associated with the damaged cable. No signs of thermal damage at the site of insulation damage were observed. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.